Event description:
This ra lead was implanted on (B)(6) 2003. A call to technical services on 8/9/11 states that there is noise on atrial lead. Causing inappropriate mode switches. Lmpedence has risen but sensing and thresholds are stable. Noise at rest on ra lead. Probable lead issue. Discussed if atrial lead needed to replace lead or to go to vvi (r) mode to prevent mode switching due to oversensing. Hcp did change sensitivities to least but still oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).